Event description:
It was reported that there had been a lead integrity alert (lia) approximately six months prior for noise on the patient's right ventricular (rv) lead. It was also noted that the patient had complained of shortness of breath. Reprogramming was performed at that time. More recently a lia triggered due to elevated short interval counts (sic) and non-sustained tachycardia with v-v <(><<)> 220ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).